Event description:
The customer reported a ventilator screen need to be calibrated and is not working. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse).the rse advised the customer that they may need to replace the touchscreen and provided the part identification number.

Manufacturer narrative:
H10: the rse advised the customer that they may need to replace the touchscreen and provided the part identification number. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/08/2022, 09/28/2022 and 10/14/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.